Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated the results for multiple assays were being questioned including positive urine drug screen results for pcp, cannibanoids, and barbituates and low results for ise indirect na, k, ci for gen.2 and ca2 calcium gen.2. One physician questioned the ise indirect na, k, ci for gen.2 and ca2 calcium gen.2 results for one patient sample. The customer repeated the sample and received different results which were then sent as a corrected report. The customer also stated they had issues with calibration and qc results failing. The issue occurred (B)(6)2017. The customer loaded new reagent packs and used new calibrator material and fresh qc material, but the situation did not improve. The customer then looked under the analyzer lid of the analyzer and saw splashes all over the ultrasonic mixing shield, the thumb screws were loose, and empty cuvettes had drops of sample in them. The customer cleaned the area, secured the thumb screws, and began repeating calibrations and qc. After this maintenance, everything began operating normally without any issues and the calibrations and qc passed. The customer then repeated patient samples. Data was only provided for calcium results for one patient sample. The original result was 6.7 mg/dl and the repeat result was 8.6 mg/dl. The original result had been reported outside the laboratory and the repeat result was believed to be correct. There was no adverse event. The reagent lot number was 23822701. The expiration date was requested but was not provided. The field service representative confirmed there were loose screws on ultrasonic mixer cover that were tightened by the customer. He checked the wash and gear pump which were ok and ran precision testing which was ok. The customer ran qc and patient samples which were ok.

Manufacturer narrative:
Further investigation confirmed the issue was due to the loose screws on ultrasonic mixer cover. A site query found no past or new escalated complaints of this nature on a like instrument during the past 12 months. No abnormal trend identified during the past 90 days with this type of event.